Event description:
It was reported that interrogation of the pulse generator resulted in a software error message. The device was explanted and replaced on 07/15/2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found that the product code was corrupted which contributed to the reported software error message anomaly. After a software download, it was noted that the device battery had reached normal battery depletion.